Manufacturer narrative:
There are two possible devices involved in the event as follows: prolift +m pelvic floor repair, product code pfra02, batch 3352473, exp date 05/31/2012, mfg date 09/08/2009. Gynecare tvt secur system, product code tvts1, batch 3342466, exp date 06/30/2011, mfg date 09/14/2009. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift +m pelvic floor repair product code pfra02, batch 3352473, exp date ni, mfg date ni. Gynecare tvt secure system product code tvts1, batch 3342466, exp date 06/30/2011, mfg date 09/14/2009. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a total vaginal hysterectomy, posterior colporrhaphy on (B)(6) 2009 and treatment of pelvic organ prolapse and stress urinary incontinence. The patient experienced upper and lower gi pains, chronic constipation, rectum and vaginal spams, fatigue, difficulty sleeping, gas and bloating in the abdomen, water retention, bladder infections, anxiety, depression, post traumatic stress disorder, and an inability to empty bladder. (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair and a sling procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Gynecare tvt secur system.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic prolapse. The patient underwent the concurrent procedures of a total vaginal hysterectomy, enterocele with mccall culdoplasty, sling procedure, anterior colporrhaphy with paravaginal repair with mesh placement, posterior colporrhaphy, limited cystoscopy, and pelvic examination during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a esophagogastroduodenoscopy on (B)(6) 2010.